Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the user says the chair stops when hitting a bump. User cannot say what if any the display shows when this happens. MDR filed.